Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (200-600 mg/dl) and at times a large level of ketones on the second day after the infusion set had been changed. The site would be changed and insulin injections administered to address the high bg level. The ketones were resolved with the insulin injections and drinking water. The contact was not sure what was causing the high bg levels and thought that it may be related to the infusion set. However, no specific issue was noted with the infusion set sites or cannulas. The customer reverted to using another pump to manage diabetes. A tandem clinical diabetes specialist was to meet with the family to discuss the high bg levels.